Manufacturer narrative:
For the one event, further investigation of the sample found the presence of an igm interfering factor. Product labeling for the assay states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Based on the available data, no general product problem could be found.

Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow-up actions were the patient's sample was also investigated in an external laboratory. The result was within the reference range.

Manufacturer narrative:
The investigation is ongoing. The follow up actions were the patient's sample was investigated and the acth result was 224 pg/ml. The sample was very lipemic so it was centrifuged and tested again. The result after being centrifuged was 232 pg/ml. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter received a questionable high elecsys acth results for 1 patient sample on a cobas e 801 module. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.